Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during cartridge loading, when the air removal step was performed, the customer was able to remove more air than expected. Customer's blood glucose level ranged from 120 mg/dl to 220 mg/dl. Reportedly, the customer was able to successfully load a new cartridge to address the issue.